Event description:
Pt receiving home IV therapy with abbott aim plus pump. Pump was alarming and displaying only blocks at the top and center of the screen. Pump would not respond in any way. This was a brand new pump.